Event description:
Customer reported that their AED will not power on. The AED maintnance schedule is noted as monthly but there was no details noted. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on. The AED maintenance schedule is noted as monthly but there were no details noted. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.